Event description:
Customer reported an accidental over-delivery of insulin by completing the fill tubing step while connected to the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer about the risks of taking too much insulin and instructed them to contact their healthcare provider for immediate assistance.